Event description:
It was reported that the device was used during a revision of laparoscopic gastric bypass and shortened the roux limb. The device would not fire, but when the device was opened two of the staple lines were engaged but not formed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.